Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4 serial no ¿ additional. G3: date received by manufacturer ¿ additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided.